Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('irregular and heavy menstrual periods') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, pelvic pain female, menopause, adhd, colonoscopy and endometrial ablation. Plaintiff is 48 years old. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain/ pelvic pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), arthralgia ("joint pain"), tooth disorder ("dental issues"), fatigue ("chronic fatigue") and dizziness ("dizziness"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menometrorrhagia, pelvic pain, abdominal pain, abnormal weight gain, arthralgia, tooth disorder, fatigue and dizziness had not resolved. The reporter considered abdominal pain, abnormal weight gain, arthralgia, dizziness, fatigue, menometrorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion: bilateral essure coils in place (B)(6) 2008 (as per mr). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('irregular and heavy menstrual periods') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, pelvic pain female, menopause, adhd, colonoscopy and endometrial ablation. Plaintiff is (B)(6) years old. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain/ pelvic pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), arthralgia ("joint pain"), tooth disorder ("dental issues"), fatigue ("chronic fatigue") and dizziness ("dizziness"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menometrorrhagia, pelvic pain, abdominal pain, abnormal weight gain, arthralgia, tooth disorder, fatigue and dizziness had not resolved. The reporter considered abdominal pain, abnormal weight gain, arthralgia, dizziness, fatigue, menometrorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion: bilateral essure coils in place (B)(6) 2008 (as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2021: medical record received: medical history, patient's date of birth, reporter information, rcc were added. Event pelvic pain seriousness criteria updated as non-serious. Case category updated to serious incident. Treatment endometrial ablation added for event menometrorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.